Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, one (1) of the two (2) stents from a trabecular microbypass stent system was inadvertently implanted posterior in the ciliary body band. Per report, the surgeon completed the procedure using a back-up device, and then two (2) stents were observed correctly placed on postop day one (1). Additional information has been requested.

Event description:
Through follow-up, the surgeon reiterated that the stent went completely into the trabecular meshwork (tm) and the schlemm¿s canal/ciliary body, and that the procedure was completed using a back-up device with a second stent successfully placed. Per report there was no adverse patient impact with the intraocular pressure at normal and the stent''s positioning will be monitored.

Manufacturer narrative:
MFR# reference: (B)(4).